Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair surgery after deploying the t1 of the fast fix device the t2 deployed prematurely. No significant delay or other complications reported. Smith and nephew back-up device was available to complete the surgery and the t1 was removed from the patient's anatomy. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the depth indicator had been pushed out of the main assembly and was loose. When the depth indicator was set back into place, multiple bends in the shaft became evident. The actuator appeared to be stuck further in the needle than its intended position. There was significant debris on the needle. The anchors had been deployed and were not returned. A functional evaluation could not be performed in full due to the missing anchors. The device actuator was not able to be advanced or retracted, so it could not cycle as intended. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torsion during use, misplaced force on the device actuator, or use of the actuator before the needle is through the meniscus.